Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/04/2017. Device returned to manufacturer: yes. Device evaluation: seventy-one (71) samples were received; two of the samples were open. The samples were inspected under microscope and no defects were detected. No debris or particles were observed in any of the samples. Dye test: the dye test was performed to nine (9) samples representative of the samples received and dye test results show overall coating presence with uniform dye intensity in the nine (9) cartridges tested. The complaint was not verified in the samples received. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the doctor started using a new box of platinum inserters, he noticed a thin film that was left on the back of the intraocular lens. Initially he thought it was a little cortex that had been left behind, but it happened repeatedly. He was able to remove the film with the irrigation and aspiration, so no harm was done to the patient. The user started rinsing the cartridges with balanced salt solution before using any viscoelastic in them. This reduced the amount of film but didn't eliminate it. The user mentioned that when the cartridge was rinsed vigorously with about 7 cubic centimeters of balanced salt solution this seemed to solved the issue. No additional information was provided to abbott medical optics.